Event description:
It was reported that upon removal of the absolute pro self-expanding stent delivery system (ses) from the protective hoop, without resistance, the stent was partially deployed. The device was set aside and not used. There was no patient involvement. Another ses was used without reported issues. There was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents premature deployment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.